Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use of the subject device, the image of the subject device was not displayed and the front panel buttons did not work. The service department of the olympus (B)(4) checked the subject device and found that while evis 180 series videoscope was connected the image was distorted due to the failure of the printed circuit board. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Seven years or more have passed since the subject device was manufactured. Based on the results of the investigation: the distorted image may have occurred due to aging of components on the printed circuit board. The damaged receptacle wires may have been caused by deterioration over time, or by the user applying excessive force or striking it against a hard object. The following information is provided in the instruction manual regarding the handling of video processors: "do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.".